Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a left superficial femoral artery. During preparation and upon opening the package of a 300cm hi-torque (ht) steelcore guidewire, it was noted that the tip of the guidewire was unraveled and held together by the tip coils and in one piece. The guidewire was not used in the patient and discarded. A second ht steelcore guidewire of the same lot was used, and during the procedure via angiography, the tip was observed to also be unraveled and held together by the tip coils. The procedure was able to be completed and the second ht steelcore guidewire was removed in one piece. In addition to the used ht steelcore guidewire, the remaining unopened ht steelcore guidewires of the same lot will be returning. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequently after the initial report had already been filed, the tip coils of the second ht steelcore guide wire were noted to be stretched with the core intact. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched coils were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted bent core and ultimately resulted in the reported/noted stretched coils. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 1069 tip, was removed.